Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: evidence of moisture was observed in the battery compartment. The battery compartment was observed to be cracked. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and no further moisture ingress was observed. Unrelated to the complaint, the battery cap was damaged and was unable to secure on to the pump. A test cap was used to complete the investigation. Additionally, the display screen was dim and faded.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.